Event description:
During a right hemicolectomy procedure, within ten minutes of using the instrument, the silicone pad on the passive side of the shears started to tear away from the instrument. There was no pt consequence.